Event description:
A report was received that the patient was experiencing pain at the pocket site due to ipg migration and the edge of the pocket was pushing against the incision site which became the device superficial. The patient underwent a revision procedure wherein the battery was adjusted and was reportedly doing well.